Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead patient experienced diaphragmatic stimulation, unstable thresholds, no capture, no sensing and lead dislodged noted. It was also reported the right ventricular (rv) lead exhibited high thresholds, no capture, no sensing and lead dislodged. The right atrial (ra) lead exhibited no capture, no sensing and lead dislodged. It was reported that the patient experienced twiddlers syndrome. The lv lead rv lead, and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.